Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], extensive nerve damage [nerve injury], zinc toxicity [metal poisoning], tingling hands, arms, legs, feet, chest [paraesthesia], numbness hands, arms, feet, legs, chest [hypoaesthesia], pain in hands, arms, feet, legs [pain in extremely], chest pain [chest pain], weakness hands, arms, chest, feet and legs [asthenia], loss of muscle control [coordination abnormal], muscle spasms [muscle spasms], difficulty walking [gait disturbance], dizziness [dizziness], memory loss [amnesia]. Case description: an attorney reported that their (B)(6) female client used fixodent denture adhesive, version unk cream beginning in (B)(6) 2003 through (B)(6) 2010 and super poligrip beginning in (B)(6) 2003 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, extensive nerve damage, zinc toxicity, tingling hands, arms, legs, feet, and chest, numbness hands, arms, feet, legs, and chest, pain in hands, arms, feet, and legs, chest pain, weakness hands, arms, chest, feet and legs, loss of muscle control, muscle spasms, difficulty walking, dizziness, and memory loss. Health care professional was visited. Treatment: incurred medical expenses for medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore, unable to proceed with batch retain testing or product investigation.